Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with infusion set, specifically cannula was bent. The patient noticed symptoms 3 or more hours after insertion. The infusion set was not in use for more than 72 hours. The site was inserted in the abdomen and the patient regularly rotates site locations. The site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient attributes the high blood glucose to the infusion set issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.